Manufacturer narrative:
Results: drive link assembly.

Event description:
It was reported by service report that the brakes were not working. There was patient involvement; however, no adverse consequences were reported.